Event description:
It was reported the patient received 35 shocks due to crush fracture. A new pace/sense lead was added. There were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.